Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The thumb screw on the exchange valve, housing assembly bypass was tightened to resolve the issue.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient injury.